Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent dislodged outside the patient's body. While removing the stylis on the liberte' 3.5x20mm bare metal stent, the stent came off with the stylis. The procedure was completed using another liberte' stent. No pt complications or injuries were reported.